Manufacturer narrative:
Codman has requested the device for evaluation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reportedthat the monitor did not sense the sensor at the beginning. However, although the monitor later sensed the sensor, leakage occurred from the connection between bolt and sensor, which was loose. The device was removed and no other device was replaced. There were no adverse consequences to the patient.